Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that freezing and switching off automatically, along with a system failure alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Event description:
It was reported that the daily checks by the customer it was observed that the cs300 intra-aortic balloon pump (iabp) had a display that freezing and switching off automatically, along with a system failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue. While checking the unit the fse found problems with the main pcb & solenoid driver pcb. So, in order to fix the issue, the fse replaced both parts. The fse then checked the unit for more than 1 hour and the unit was then found working ok. All functional & safety checks were performed and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a